Event description:
It was observed, that during the device evaluation. The camera head exhibited poor quality image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: blurry image no white balance. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: bad cable unit connector. The probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.